Event description:
Reporter stated that patient received the following results within 10 minutes: 9.5 mmol/l and 4.0 mmol/l. One result was obtained on the compact plus system and one result was obtained by a lab. The reporter was not able to indicate which result was from the compact plus system and which result was from the lab. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).